Event description:
It was reported that during a laparoscopic myomectomy procedure, the blade was broken off soon after use. The blade did not fall into the pt. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.